Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, due to deformation of the insertion pipe the connection between the bending section and the insertion pipe was not secured, and the grip was not secured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope showed no image. The issue was observed during preparation for use on a therapeutic (laparoscopic appendectomy) procedure. The procedure was completed with a similar device with no delay, and no reports of patient or user harm were associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿the image of the endoscope occasionally disappears¿ was not confirmed. A probable cause of the defect though was likely due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instructions, operation manual ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8, identifies the following related verbiage which could have prevented the phenomenon: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.